Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID mlf 0-0x277d, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset it, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction code appeared again.